Event description:
It was reported that the right ventricular (rv) lead was cut during open heart surgery. The rv lead was explanted, replaced and the new rv lead was attached to the existing device. When the new rv lead was connected to the device there was no ventricular pacing, so the device was also explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage.